Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Patient's weight is estimated.

Event description:
It was reported during an ipg replacement due to normal depletion, the lead was not able to be fully inserted in the new ipg. Therapy was restored with functioning contacts on lead.